Event description:
Medtronic (covidien) received information that a patient had been previously treated with a pipeline (5mm x 14mm) 1.3 years ago, but the aneurysm was still filling and it was decided to treat the patient with the pipeline flex. Please refer to MDR# 2029214-2015-00708 for information on the new pipeline flex that was implanted as an intervention.

Manufacturer narrative:
The device will not be returned for evaluation as I was implanted in the patient. The lot history record review was not possible as the lot number. (B)(4).